Event description:
The following event originated from a patient calling the watchman patient call center, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that shortness of breath and chest pain occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. The patient was admitted overnight and was discharged the following day. The following day post discharge, the patient experienced shortness of breath and was hospitalized. The patient also reports having residual chest and back pain, edema and hives post index procedure. No further details are available at the time of this report.